Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: prowater; guide cath: jl4 fr6; sheath: fr6. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the balloon failure to inflate and hold pressure. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed and investigation, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that during a procedure of the concentric, proximal left anterior descending artery, the 3.0 mm x 12 mm xience prime stent delivery system (sds) was positioned but the balloon could not be inflated. There was no visibly obvious leakage of contrast in the artery. It was noted that pressure could not be sustained; the inflation device and the connections were verified to be secure. During removal of the sds resistance was met when entering the guide catheter. The guide catheter, guide wire, and sds were removed as a system from the anatomy. Once outside the anatomy the device was examined and a pinhole in the balloon was reportedly observed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. The procedure was completed with a different xience prime stent without issue. Though requested, no additional information was provided.